Event description:
Same case as MDR ID: 2134265-2013-02452. It was reported that during a percutaneous peripheral intervention procedure a balloon rupture occurred. Vascular access was obtained via right femoral artery with a 4f non bsc introducer sheath. The target lesion was located in the calcified and moderately tortuous right superficial femoral artery (below the knee) after a 0.014 × 175cm non bsc guide wire crossed the lesion the 3.0 x 20mm sterling es mr balloon catheter crossed the lesion. The balloon was inflated at 6atm and ruptured on the 2nd inflation and the shaft bent. Next a 3.0 x 40mm sterling mr balloon catheter used for dilation, was inflated at 6atm and ruptured on the 2nd inflation. The procedure was completed with a 2.5 x 20mm sterling es mr balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID: 2134265-2013-02452. It was reported that during a percutaneous peripheral intervention procedure a balloon rupture occurred. Vascular access was obtained via right femoral artery with a 4f non bsc introducer sheath. The target lesion was located in the calcified and moderately tortuous right superficial femoral artery (below the knee) after a 0.014 x 175cm non bsc guide wire crossed the lesion the 3.0 x 20mm sterling es mr balloon catheter crossed the lesion. The balloon was inflated at 6atm and ruptured on the 2nd inflation and the shaft bent. Next a 3.0 x 40mm sterling mr balloon catheter used for dilation, was inflated at 6atm and ruptured on the 2nd inflation. The procedure was completed with a 2.5 x 20mm sterling es mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es balloon catheter was received inside a coyote es shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen. The hypotube was fractured 54 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to bending overload. There was a pinhole, in the balloon material adjacent to the distal markerband. The distal end of the distal markerband was flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).